Event description:
Gore received the following information: on (B)(6) 2015, this patient underwent endovascular treatment for a thoracoabdominal aortic aneurysm measuring 87 mm in diameter and was treated with gore® excluder® aaa endoprostheses. On (B)(6) 2018, follow-up computed tomography imaging identified an aneurysm diameter of 99 mm and a proximal endoleak. On (B)(6) 2018, an additional stent was implanted below the superior mesenteric artery in an attempt to solve the endoleak. The patient tolerated the procedure.